Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) indicated that short circuit protection was triggered during high voltage therapy and less than programmed high voltage energy was delivered. It was noted that a full energy shock was delivered after the lower energy shock, but the arrhythmia persisted. The crt-d remains in use. No patient complications have been reported as a result of this event. It was further reported that the short circuit protection was triggered likely due to a competitor lead issue. It was further reported that the patient was seen for an x-ray and no visual lead abnormalities were noted. The lead threshold and impedance continued to rise and are now high. No intervention is planned due to the patient condition and will be monitored moving forward.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) indicated that short circuit protection was triggered during high voltage therapy and less than programmed high voltage energy was delivered. It was noted that a full energy shock was delivered after the lower energy shock, but the arrhythmia persisted. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 459885 lead implanted: (B)(6) 2017; riata lead implanted: unknown; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the short circuit protection was triggered likely due to a competitor lead issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.